Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump touchscreen was unresponsive for a few seconds and then the issue resolved on its own. Customer' blood glucose was not impacted.